Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. The connector pin was not observed to be loose, but was slightly bent.

Event description:
It was reported that during an attempted implant, the lead exhibited high thresholds. In addition, the physician noted that the pin of the lead appeared loose. The physician elected to remove and replaced the lead successfully. No patient complications have been reported as a result of this event.